Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarm and frozen display. Customer was not able to clear the alarm. The time clock did visible on screen. Insulin pump did not pass self test. The buttons of keypad were responding. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Device was returned for pump error 63, pump error 28, pump error 2, and pump error 78 alarms found on 17-feb-2022. Device's history and trace files downloaded successfully using thus software. Device passed the displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test, and self test. Pump error 63 alarmed during self-test and was confirmed in the formatted history file (variable info = 9) on 02/17/2022 15:12:41. Pump error 28 confirmed in the formatted history file on 02/17/2022 15:10:23. Pump error 2 confirmed in the formatted history file on 02/17/2022 15:13:02. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads-cracked, and label damage. Pump error 63 alarmed during self-test and was confirmed in the formatted history file (variable info = 9) due to possible hardware error esf#-na, problem isolated to electronic assembly. Pump error 28 confirmed in the formatted history file on 02/17/2022 15:10:23 due to pump error 63 hardware error. Pump error 2 confirmed in the formatted history file on 02/17/2022 15:13:02 due to pump error 63 hardware error. Frozen screen not confirmed. Pump error 78 not confirmed in pumps history or during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.